Event description:
It was reported that the patient was experiencing power cable disconnect and no external power alarms while connected to the mobile power unit (mpu) and fully charged batteries. These alarms were witnessed in the clinic while the patient was connected to the power module. The log file did not show the patient connected to the mpu. The patient's batteries and battery clips were cleaned and the battery clips were swapped out, but the alarms continued. There were visible kinks on the controller power cables. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and a loss of external power were confirmed via log file analysis; however, it is unknown what power source the no external power alarm occurred on and why it activated. The reported event of visible kinks in the controller¿s power cables was unable to be confirmed. A review of the event log file contained data spanning approximately 1 hour ((B)(6) 2023 9:59:33 - 10:59:43 per timestamp). On (B)(6) 2023 at 10:58:34 and 10:58:42, while connected to the power module, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarms resolved shortly after activating. There were no other notable alarms active in the log file. A review of the periodic log file contained data spanning approximately 12 days ((B)(6) 2022 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2022 between 10:35:58 - 11:35:57 and (B)(6) 2022 between 17:34:25 ¿ 18:34:25, the backup battery use count increased by 1. The total count increased from 22 to 24, indicating that the controller lost external power but the backup battery provided power without issue until external power was restored. The periodic log file captures events at designated intervals so the onset of the loss of power was not recorded. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis. Per the provided information the alarms resolved following the controller exchange. Prior to the exchange, the battery clips and batteries were cleaned and the clips were swapped out; however, the controller continued to actively alarm while connected to the power module. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ instructs the patient in how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.